Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon evaluation of the user facility information and the investigation of the returned sample; 213 is based upon the measurements of the returned sample. One 6fr angio-seal vip was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube assembly. There was blood-like substance on the returned device. The temperature dot indicator had been triggered. The returned device was subjected to visual analysis. The anchor was observed to be fully released and the collagen was also partially released. The locking mechanism was in forward lock position. Functional testing was performed on the device. The device cap was pulled back to set the locking mechanism to rear lock position. The anchor was observed to be posted on the tip of the hemostasis sheath. A digital force was applied to the anchor and the collagen and suture were observed to release. The tamper tube did not release. No other functional anomalies were observed. The hemostasis sheath was unmated from the carrier tube assembly and the carrier tube assembly was cut to check for the presence of the tamper tube. Dried blood substances were observed on the surface of the tamper tube. Measurements were taken of the carrier tube ID and tamper tube od. The tamper tube od was found to be 0.060" which is within specification of 0.060" +/- 0.002". The carrier tube ID was found to be 0.067" which is within specification of 0.068" +/- 0.005". Both measurements were found to be within the specifications defined in the engineering drawings active at the time of manufacturing. The angioseal vip IFU was reviewed and the following instructions were found to guide the user: b. Set the anchor. Steps 3-5: "step 3: with one hand continue to hold the insertion sheath cap steady to prevent movement of the sheath into or out of the artery. With the other hand, grasp the device cap and slowly and carefully pull back. Slight resistance will be felt when the device cap is pulled out from rear holding position. Continue pulling on the device cap until resistance from the anchor catching on the distal tip of the insertion sheath is felt. Step 4: to ensure the correct anchor position, confirm that the edge of the device cap falls within the colored bands on the device sleeve. Step 5: maintain grip on the insertion sheath and pull the device handle straight back into the full rear locked position. Resistance will be felt as the device handle and sleeve snap lock. The device sleeve colored bands should now be completely visible." The complaint can be confirmed for a partial deployment pullout. The exact root cause cannot be determined. The likely root cause is failure to follow the IFU instructions above. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that shuttling occurred with the involved angio-seal after a cto in the superficial femoral artery (sfa) was treated using a destination (6 fr) via retrograde approach, the angio-seal device was used for hemostasis. After the insertion sheath was inserted into the artery, when the device/sheath assembly was being withdrawn by maintaining tension, the device/sheath assembly came out together. The device was removed successfully and not used. Manual compression was then applied for 2 hours to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Since the cto in the superficial femoral artery (sfa). Was treated, the puncture site may have widened. In addition, the anchor may have not been positioned against the vessel wall and the device/sheath assembly was withdrawn together because the patient's artery was fragile. Furthermore, as the physician uses angio-seal devices on a regular basis, it is hard to believe that the anchor was not fully positioned, which means that the device was not completely pulled backward. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown. There was no health damage. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.